Event description:
It was reported that patient presented in ER for weakness when intermittent atrial oversensing and mode switch due to noise on the atrial lead was observed. Atrial pacing was inhibited. The patient also underwent treatments for depression. The device was replaced later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.